Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer stated that the blood glucose reading at the time of hospitalization was 13 mg/dl. Customer stated that she notice that her reservoir was empty she changed it and performed the prime process while she was connected to the insulin pump, and she overdose herself. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.